Event description:
It is reported that the cage was found broken during a follow up visit. The cage was fused and no revision surgery is planned. No adverse consequence to the patient is reported.

Manufacturer narrative:
The reported was confirmed based on the review of x-ray images. The cage fracture was recognized 6 months post-op follow-up x-ray. Device was not returned, therefore, visual inspection, material analysis and function analysis was not performed. Manufacturing records were reviewed, and no relevant issues were identified. The most likely root cause of the reported event cannot be determined because no devices and insufficient information was received by stryker.

Event description:
It is reported that the cage was found broken during a follow up visit. The cage was fused and no revision surgery is planned. No adverse consequence to the patient is reported.